Event description:
It was reported the right ventricular (rv) lead had low unipolar impedance. It was noted the impedance was consistent but low (213 ohms). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.